Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 596 mg/dl. Reportedly, required assistance was needed by a third party who contacted the healthcare provider to obtain a correction bolus for a manual injection to address bg level.